Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling. Reason for reoperation: rupture.

Event description:
Patient reported left side "experienced illness since augmentation from mild to severe inflammation, acute breast pain, pain in muscle, around both implants, brain fog, memory loss, hair loss, severe adrenal fatigue, shortness of breath, rib pain, and anxiety." Healthcare professional reported "report rupture and "breast implant illness." Device was explanted.